Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was an image on the evis exera iii video system center but no image was displayed on provation. The customer was instructed to verify the video signal to provation. The customer was using a serial digital interface (sdi) out 2 and sdi out 1 to the cv-190 monitor. As there was an image on the cv-190 monitor, the customer was instructed to switch out 1 and out 2; there was no image in provation and a green screen but when released, the image in provation went gray. Tac informed the customer the issue may be with provation. The customer was transferred to provation for additional troubleshooting and was provided part number for maj-1945 as the customer also wanted to use a digital visual interface (dvi) cable from the cv-190 to an oev-262h monitor. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was no image in provation but there was an image on the evis exera iii video system center. The image screen was green. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it is likely the cause is related to a defect in the maj-1945 (dvi cable). Per the instructions for use: - no image is output foreign matter (chemical residue, scale, sebum stains, dust, gauze shavings) on the electrical contacts of the scope connector. (Ba etc.) Is attached. Use gauze moistened with rubbing alcohol on the electrical contacts of the scope connector. After wiping, let it dry thoroughly. After the scope connector has dried, make sure to connect the endoscope to the output connector of the light source. Cannot communicate with the endoscope. Please discontinue use and contact olympus. Olympus will continue to monitor field performance for this device